Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.